Manufacturer narrative:
Visual assessment of the device shows the depth limiter straw has been removed from the assembly. The distal end of the actuator is protruding out of the needles rail gap. No suture or ts remain on the insertion needle or were returned for examination. There is a 7/16 of an inch piece of human matter lodged under the actuator. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the obstruction. Obstruction was removed and the device cycled as intended. It appears that during t1 placement a piece of tissue was skived off lodging under the actuator causing the actuator to come out of the of the needle during attempted deployment of t2. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the fast-fix split on insertion. A back up device was utilized to complete the procedure. No patient injury or complications were reported.